Manufacturer narrative:
A third party service technician evaluated the ventilator and found leak on the high pressure side. It was determined that the solenoid manifold is defective and needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 has leak. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.